Event description:
Product: mhc medical products easy touch pen needles 3/16" 31 gauge pen needles lot number: p1 0002 mfg 02/2010 exp 01/2015 ndc/hri# (B)(4). The easy touch pen needles as described above are having serious issues related to the syringe tips. Basically what is occurring is that when it is fastened to a insulin pen, the needle is moving up along the hub that the needle is attached to thus causing the needle either become de-tached from the hub or move so far up the hub that it does not touch the pen syringe. I have had the pen syringe tip become detached and stay in my arm and stomach when trying to inject insulin into myself. This is a serious flaw that I have not encountered previously with this brand. I have tried these syringe tips on multiple pen syringes and found them to malfunction in the same way regardless of whether the insulin pen syringe was brand new or already being used. Dates of use: 6 days; (B)(6) 2011.